Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
This product has not been returned. If this product is returned and analysis is complete, this report will be updated at that time.

Event description:
It was reported that this device recoded a code 1003 during pre-implant interrogation due to exposure to cold weather. Data analysis was not completed, therefore this device is not approved to be implanted. No patient involvement.